Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an upward trend in shock impedance measurements over the past year from 100 ohms range up to 125 ohms. A shock vector breakdown revealed the following measurements: rv to right atrial (ra) = 155 ohms, rv to can = 153 ohms, and ra to can = 138 ohms. The rv pace impedance measurement was 539 ohms and the rv threshold measurement was 1.6v @ 0.4 ms at implant. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. It was suspected that the rising shock impedance measurements were attributed to lead calcification, and 41j commanded shock was recommended. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.